Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation degradation breaching the optim sheath distal to connector boot. The silicon insulation beneath was intact.